Event description:
Additional information received that surgical intervention was undertaken where in the leads were explanted and replaced. Effective therapy restored post- operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2019-04736. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may take place to address the issue.